Event description:
It was reported that the ventilator's turbine was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
The evaluation of the provided logs shows that the pre-use check failed the pressure transducer test with an error code indicating the inspiratory pressure value out of bounds. Our field service engineer investigated the ventilator on site. The turbine module was replaced and sent for further investigation. Simulated use testing of the returned turbine module could reproduce the pressure transducer test failure indicating the inspiratory pressure value out of bounds. No abnormalities were found during ventilation. Investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.